Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that no cosmetic damage noted on the insulin pump noted. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted.

Event description:
The customer reported high blood glucose and the insulin pump alarmed no delivery. Customer stated he had blood glucose over 700 mg/dl and went to the hospital. Customer stated he had no delivery alarm in the history. Troubleshooting was done. Customer's blood glucose was 400 mg/dl. Customer stated that the cannula was bent. Customer stated he wanted an insulin pump replacement. Customer declined to troubleshoot high blood glucose. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.